Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that stent movement on balloon occurred. A 2.50x38mm synergy ii drug-eluting stent was advanced for treatment. However, it was observed that the stent was moving from the balloon while crossing between the dissection plane. The device was removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.